Event description:
It was originally reported that while the device was on the pt experienced stimulation in the wrong location. The stimulation was painful and went down her left leg and caused her toes to twitch. It was noted that the lead location was swollen, hard, and warm. Pt has had trouble since the implant, but was getting more painful and desired to have the device removed. Her physician took x-rays which appeared normal. The healthcare professional confirmed new sacral pain in the pt but it was unk if it could be attributed the event to the device. X-rays were taken in 2009 and the device system appeared intact. The neurostimulator and lead were explanted. No pt injuries were reported.

Manufacturer narrative:
.